Manufacturer narrative:
(B)(4). Date sent: 11/11/2025. D4: batch #unk. Investigation summary: this is an analysis of one photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows one gold reload inside its packaging it is unknown if the package was open. Additionally, the package has a labeling on it with some information and two barcodes on it. It seems that the labeling indicate the creation date as 2023-09-08 and as expiration date 2026-08-31. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2025. D4: batch #unk. A manufacturing record evaluation was performed for the finished device gst60d with lot number 622c36; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were malformed after firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.